Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Physio-control replaced the system pcb assembly. Proper device operation was then confirmed through functional and performance testing. Following repair, the device was returned to the customer for use. (B)(4).

Event description:
The customer contacted physio-control to report that their device could not be powered on. The leds came on, but then the device powered back off again. The device would not complete a boot cycle. There was patient use associated with the reported event however, there was no adverse patient outcome reported.

Manufacturer narrative:
Physio-control further evaluated the removed system pcb assembly. Physio-control determined that the cause of the reported issue was due to a capacitor, designator c406 on the system pcb assembly, being installed backwards which caused an electrical short and the device not to power on.